Event description:
The machine had a temperature error. The temperature was reset by turning the machine off and on. Ultimately, the entire red cell block was replaced by sysmex. Erroneous results were reported on several patients. Only one is listed in this report since it involved the same piece of equipment. No patient harm has come from this incident.